Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes are underfilling. The following information was provided by the initial reporter. The customer is reporting concern "customer states tubes are underfilling."

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device expiration date: 01/31/2023. D4. Medical device lot #: 1228128. H.4. Device manufacture date: 2021-08-16. H.6. Investigation summary: no customer samples and 2 photos were received. The photos were visually evaluated showing the amount of specimen drawn into the tubes is below the etched fill line on the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received at the manufacturing site, the investigation was limited. 10 production lot in-house retention samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the retention samples. All tubes were within specification limits. (Refer to attached draw sheet) bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) (B)(4) usp units blood collection tubes are underfilling. The following information was provided by the initial reporter. The customer is reporting concern "customer states tubes are underfilling."